Event description:
Baxter (B)(4) received a report that a spike was broken. The set had been used for about 2 months.there was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 44630 was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 4.6 mmol/l, 21.4 mmol/l and 4.9 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.